Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, residue) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the monitor belt receptacle was glued to the electrode belt connector. The root cause for the damaged connector was physical abuse. No adverse events occurred from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free and missing. The root cause for the damaged receptacle was physical abuse. No adverse events occurred from the defective monitor. Manufacture dates: monitor sn (B)(4) - 8/3/2018, belt sn (B)(4) - 10/6/2016.

Event description:
A us distributor reported that a patient's monitor was damaged and belt would not stay connected.